Manufacturer narrative:
The info regarding this complaint which indicated that an MDR was required, was received on (B)(6) 2011.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber cap detached at 170,000 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported.